Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that while passing the suture through the model of tissue (sawbones), the suture stuck in the jaws of the bypass.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event could not be determined.